Event description:
Patient called in and said they had a low bg event today. Patient said they had breakfast which caused their bg levels to rise quickly. Patient said they announced a meal but their bg levels went high and the ilet overcorrected their high bg level and brought them low. Agent gathered more information on what patient eats for breakfast and it varies greatly which is likely the reason the breakfast announcement does not give enough insulin to bring the bg levels down when they eat more carbs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.